Manufacturer narrative:
The distributor reviewed device data for the patient. All evidence indicates that this epicardial lead was functioning normally in the last remote monitoring consult report transmitted (B)(6) 2016. Review and confirmation of manufacturing records was also performed. All records indicate the device met specification prior to leaving (B)(4).

Event description:
Information was received that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system passed away. The patient's family member called to report the death and noted that the device never beeped like the other devices and said it just stopped pacing and "went all the way down." The caller was told the patient's device probably needed to be changed; however, the patient passed away. Additional information was received that the funeral home disposed of the device, therefore it will not be returned.